Event description:
It was reported that the patient's pico shut off and the home care nurse went to replace it. Upon putting new batteries all the lights lighted on and the device turned off and did not start. Further information is not available.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot or part numbers were provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. A complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past three years. The device was used for treatment. As the device was not returned, a thorough product evaluation could not be carried out. It was reported that issues were experienced in which all indicator lights became solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that a pico device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have not been able to identify a root cause or confirm a relationship between the event and the device on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.